Event description:
A consumer reported experiencing discomfort in his left eye after several weeks of wearing focus night & day contact lenses. Optometrist reported an infiltrate in left eye & patient referral to ophthalmology. Consumer reports ophthalmologist diagnosed corneal ulcer due to a "build up of bacteria". Patient reports that he resumed lens wear. Several requests have been made to ophthalmologist for information, however, no information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this event is classified as a possible infectious corneal ulcer." Product evaluation & review of the device history records & sterility records is underway by manufacturing. If any abnormality is found, a follow up report will be provided.